Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastroscopy procedure performed on (B)(6) 2010. According to the complainant, the device was visually inspected prior to use when it was noticed that the jaw head was bent to the side. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, the device was visually inspected prior to use when it was noticed that the jaw head was bent to the side. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent and the needle tail bent and protruding out of clevis. Functionally the device jaws would open and close considering the bent clevis arms and needle tail. The curves were measured; one of the two curves was out of specification. No abnormalities were noted with the device riveting and welding which were within design specifications. The condition of the returned incident device was consistent with the complaint; that a bend was present. Additionally during device evaluation it was found that the needle tail bent and protruding out of clevis. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable, however, an investigation is underway to address the needle tail bent issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).